Event description:
Customer reportedly received a result of 34 mg/dl and a result in the 140's mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product was discarded and will not be returned for evaluation. Customer was sent replacement product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.